Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer taping the cable onto the charging port. Additionally, the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.